Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had pain and an issue. It was reported that the patient had a pelvic health device and a pain stimulator. It was reported that when they charged their pain stimulator, they felt a shock in their pelvic health device. Contributing factors, actions/interventions and resolution to the reported event were unknown. The issue was unresolved at the time of the report. No further complications were reported or anticipated. [Omitted information from pe (B)(4)-from scs device].

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1md5y, implanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient first noticed their ins was interfering with their pelvic health device in (B)(6) 2018, after their pelvic health device was revised for battery depletion. To resolve the issue the pelvic health lead was revised on (B)(6) 2018. The cause of the interference was determined to be damage to the lead, charging their pain stimulator was causing the shocking pain and heating in the area of the ins.

Manufacturer narrative:
Concomitant medical products: product ID; 3889-28, lot# va1md5y, implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type: lead, the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2021-12-05, UDI#: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp indicated that the cause of the damage to the lead was unknown, and it was assumed to have occurred at the time of the revision in (B)(6) 2018 for battery depletion. No further complications were reported.